Event description:
During a ligation procedure for lower esophageal varices, the physician selected a cook 8 shooter saeed multi-band ligator. The reporter indicated deployment failure occurred during the release of the fifth band during the procedure. The procedure was completed with this device. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the handle with trigger cord attached was returned. The barrel was attached to the trigger cord with band 6 still in place. Band five was found loose in the package. During the laboratory evaluation, the barrel containing the last band was visually examined. No defects or abnormalities were observed with the band, barrel or trigger cord. The device was attached to an olympus 2.8 channel gif q20 endoscope. The band fired successfully. The band deployed consecutively, constricted and were securely attached to the simulated varices. The device was removed from the endoscope to perform further evaluation of the individual components. Movement of the handle wheel was performed and functioned as intended. The trigger cord was dismantled from the mbl assembly to fully investigate the integrity of the trigger assembly. The cord was examined using magnification and found to be mfg correctly. The lot number associated with this complaint was researched to determine the mfg date of the actual bands. We can conclude from these dates that the bands are within the acceptable age date range to ensure the bands maintain their elasticity properties. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because of the condition of the returned product and the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following statement: "the use of an endoscope in a sound state of repair is a prequisite for a successful multi-band ligation procedure." Another possible contributing factor to band deployment difficulty includes allowing the trigger cord to become lodged between the barrel and the distal end of the endoscope. This can restrict trigger cord movement and result in band deployment difficulty. Band deployment difficulty can occur if the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user that the knot must be seated into the hole or the handle will not function properly. The instructions for use direct the user to place the handle in the two-way position and loosen the trigger cord slightly if the band will not deploy. The user is then instructed to return the handle to the firing position and continue with deployment of the band(s). Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.